Manufacturer narrative:
The customer's report was duplicated and attributed to the rechargeable battery. The device was recertified and returned to the customer. The rechargeable battery was scrapped and a replacement rechargeable battery was set to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.